Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient experienced a shocking sensation at their battery site, especially with movement. It was noted that the manufacturing representative will be following up with the patient after their appointment on (B)(6) 2016. The patient was implanted for non-malignant pain and complex regional pain syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The representative saw the patient and her husband on (B)(6) 2017 and they no longer had concerns about manufacturer¿s technology compared with the competition.

Event description:
Additional information was received from a family member of the patient on 2017-01-04 that reported that the patient had appreciated the convenience of using an ¿(B)(6) type device¿ to be able to change the settings and not put it against the implanted battery just to change the settings with a competitor¿s product, but the manufacturer¿s product did not have this feature. Additional information was received from the manufacturer representative on 2017-01-10 that reported that the actions/interventions taken to resolve the patient¿s lower extremities tingling when the stimulation was turned up was to reprogram the patient¿s stimulator. There was no intervention taken regarding the pulling sensation at the patient¿s incision site. The cause of the tingling when the stimulation is turned up and the pulling at the incision site remains unknown.

Event description:
Additional information received from the manufacturing representative indicated that the patient does not feel shocking anymore, and impedances are within normal limits. However, the patient is experiencing more of a pulling at their incision. They also noted that their lower extremities tingle bilaterally when their stimulation is turned up high. The patient¿s healthcare provider has been informed, and stated that they are not surprised as this issue has been published in research.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.